Manufacturer narrative:
Please reference mw# 8030665-2013-00036 for related MDR.

Event description:
The plaintiff's attorney alleged that the plaintiff has sustained injuries, medical conditions, including but not limited to: a yeast infection, bacterial peritonitis, fungal peritonitis, paroxysmal supraventricular tachycardia, hypertension post dialysis, pre syncope with visual greyness, diaphoresis, dizziness, hair loss, rash, dysuria, a right arm fistula resulting in a hematoma, a subcutaneous mass, dystrophic calcification, fat necrosis, and mild thickening of the aortic and mitral valves after the use of the device in or around (B)(6) 2010.